Event description:
Note: this report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography ercp lithotripsy procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually, the baskets were removed from the patient using an olympus bml. No more trapezoid rx baskets were available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle cannula break. The device was not returned for examination. However, the customer provided some images in which the handle cannula can be seen detached. Furthermore, the sheath was intentionally cut, as evidenced by the presence of pliers in the photograph. Based on the event description and information provided by the customer, there is insufficient evidence to determine whether the handle cannula detached as a result of the physicians manipulation during the procedure or as a result of a device malfunction. In addition, the sheath was cut, and some pliers were seen next to the device in the image. This indicates that the device was cut. It is possible that as a result of the handle detachment, the physician decided to cut the sheath in order to easily remove the device from the scope. Because this occurred during the procedure and the image suggests that it was cut on purpose, this event will be classified as an adverse event related to the procedure. However, the most likely cause of the reported issue cannot be determined due to a lack of evidence and a proper evaluation of the device. Because the investigation findings do not provide a clear conclusion about the cause of the reported adverse event handle cannula detached, cause not established is chosen as the most likely explanation for the complaint and this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h10: pictures of the device show the handle cannula was detached. The returned trapezoid rx basket was analyzed, and a visual analysis found the handle cannula was detached. Additionally, the side car rx was pushed back approximately 2.0 mm, which is out of specification. A dimensional inspection noted some measurements of the proximal screws were outside of the allowed tolerance. The reported event was confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure lead to the handle cannula detachment. If the device is exposed to tortuosity, this can affect the performance and can lead to the handle cannula detaching. Also, it was found that the side car rx was pushed back, this is also evidence of manipulation of the device. Therefore, the most probable root cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) - lithotripsy procedure performed on (B)(6), 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually, the baskets were removed from the patient using an olympus bml. No more trapezoid rx baskets were available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) - lithotripsy procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually, the baskets were removed from the patient using an olympus bml. No more trapezoid rx baskets were available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h10: the device was not returned for examination. However, the customer provided some images in which the handle cannula can be seen detached. Furthermore, the sheath was intentionally cut, as evidenced by the presence of pliers in the photograph. Based on the event description and information provided by the customer, there is insufficient evidence to determine whether the handle cannula detached as a result of the physician's manipulation during the procedure or as a result of a device malfunction. In addition, the sheath was cut, and some pliers were seen next to the device in the image. This indicates that the device was cut. It is possible that as a result of the handle detachment, the physician decided to cut the sheath in order to easily remove the device from the scope. Because this occurred during the procedure and the image suggests that it was cut on purpose, this event will be classified as an adverse event related to the procedure. However, the most likely cause of the reported issue cannot be determined due to a lack of evidence and a proper evaluation of the device. Because the investigation findings do not provide a clear conclusion about the cause of the reported adverse event (handle cannula detached), cause not established is chosen as the most likely explanation for the complaint and this event. Block h11 (correction): h6 (impact code) has been updated.